Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. No damages were noted on the remainder part of the blade. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during a trans-rectal excision, the device emitted a solid tone and ceased working. Troubleshooting and error messages are unknown. A new device was used to complete the case. There was no patient consequence.